Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that during a routine clinic visit, the pulse generator exhibited undersensing. The patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.